Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was being removed from a patient on (B)(6) 2010. According to the complainant, the stent was implanted on (B)(6) 2010 for a benign stricture secondary to a liver transplant. During this procedure, the stent was deployed in a satisfactory position across the mid common bile duct, and the patient was discharged on (B)(6) 2010. No complications were reported during the implant procedure. On (B)(6) 2010, the patient underwent a planned stent removal procedure per study protocol. Stent removal was attempted using standard forceps. The stent was pulled halfway out of the patient by grasping the retrieval loop with the forceps. However, one of the wires on the retrieval loop snapped in the process. Nothing fell off inside the patient. A snare was used to remove the stent by grasping it in the middle and pulling it out. The stent came out without difficulty and the entire procedure lasted no more than ten minutes. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was being removed from a patient on (B)(6) 2010. According to the complainant, the stent was implanted on (B)(6) 2010 for a benign stricture secondary to a liver transplant. During this procedure, the stent was deployed in a satisfactory position across the mid common bile duct, and the patient was discharged on (B)(6) 2010. No complications were reported during the implant procedure. On.(B)(6) 2010, the patient underwent a planned stent removal procedure per study protocol. Stent removal was attempted using standard forceps. The stent was pulled halfway out of the patient by grasping the retrieval loop with the forceps. However, one of the wires on the retrieval loop snapped in the process. Nothing fell off inside the patient. A snare was used to remove the stent by grasping it in the middle and pulling it out. The stent came out without difficulty and the entire procedure lasted no more than ten minutes. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination revealed that only a deployed stent was returned for analysis. The stent wire had been pulled and was broken at one end. No other issues were noted with the profile of the stent. Based on the condition of the returned device and the evaluation conducted, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was not used per the directions for use (dfu) / product label. The wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and is contraindicated for placement in biliary strictures caused by benign tumors, as the long-term effects of the stent in the bile duct is unknown. In addition the wallflex biliary rx fully covered stent should not be moved or removed after completion of the initial stent placement procedure. Manipulating, repositioning or removal of the stent may result in perforation, bleeding, tissue abrasion or other patient injury. However, the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures.